Manufacturer narrative:
Analysis of the returned subject device confirmed the reported issue: at first, the smartview hotspot gprs turns on orange light; then, red pit light up. Review of the log confirmed that an internal issue occurred, self-test boot was impossible. The root-cause could not be clearly established. The most probable hypothesis is that a hardware issue or a inductive head issue is responsible for the reported event. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, there is a constant red heart button - no prints lit, same in patient and clamart.